Event description:
The customer reported that the system displayed a saturation fault error message when attempting to perform fluoroscopy.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The generator driver board and the darlington transistors were replaced. The system was tested and found to be working as intended and put back into service.